Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection noted overcrimped staples. The reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. Test media was cleanly transected. Functionally, the reload interlock was tested and found to function properly. It was reported that the staples did not form as expected. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device initially fires, but failed to complete the firing cycle. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the device was fired on the pulmonary artery but bleeding occurred. The bleeding was found from the blood vessel near the center of the staple line and it appeared that staples were not placed. To solve the issue, the part was ligated by suturing and bleeding was stopped. The event resulted to less than 200 cc of bleeding. A 45mm reload was used on the bronchus but did not form properly as well. It was stated that the device was only able to fire halfway. From then, the handle became stiff and the firing could not be completed. Another reload that worked normally on the handle was used to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the device was fired on the pulmonary artery but bleeding occurred. The bleeding was found from the blood vessel near the center of the staple line and it appeared that staples were not placed. To solve the issue, the part was ligated by suturing and bleeding was stopped. The event resulted to less than 200 cc of bleeding. A 45mm reload was used on the bronchus but did not form properly as well. It was stated that the device was only able to fire halfway. From then, the handle became stiff and the firing could not be completed. Another device was used to complete the case.